Manufacturer narrative:
(B)(4). Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a bariatric surgery, the device fails when the trigger is pulled. The device fired the full range of the reload but "on the last outer row of gastric segment to remove, the staples were not closed." There was tissue damage as a result. "Damaged section margins with irregular cut thereof. The device continues firing, but the staples did not closure the tissue. Surgeon had to remove the open staples from this piece of tissue, causing the damage. Then he sutured it manually." The last known patient status was completed 10 days after surgery, the patients presents good evolution without complications.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler opened by the account and two photographs provided by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Photographic inspection showed unformed straight legged staples within the tissue. Visual inspection of the instrument noted no abnormalities. The instrument and a pmv loading unit were applied to test media. All staples were placed and the test media was cleanly transected. Functional inspection of the instrument noted no abnormalities. Without the reload used in the procedure being returned for evaluation, the root cause of the unformed staples could not be reliably determined. However, potential causes could be attributed to the following: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Additionally, the information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.